Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 397 mg/dl. Customer did not recall any significant events that may have caused the customer to be hospitalized. Customer was treated for diabetic ketoacidosis, with an insulin drip and fluids. The customer experienced symptoms when she woke up with vomiting. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. Customer mentioned he changed out his reservoir and infusion set, multiple times. Customer does not have the reservoir or infusion set to return and he will not be returned for the insulin pump for analysis.